Event description:
Nurses unable to remove catheter on pt who had been discharged. The nurse stated when they pulled back on the syringe, the pigtail would completely deflate and when attempted to put more sterile water in the pigtail, it would blow up. When urology nurse specialist attempted to deflate balloon (after syringe pumped), nothing happened, then nurse would meet resistance from the pigtail. Nurse then attempted 3 times to insert sterile water into the pigtail, each time the tail blew up. Nurse cut the pigtail off then inserted 5cc of sterile water using a needle through the small access hole. The balloon was deflated by pulling drops of sterile water out each time nurse pulled back on the syringe-taking about 30 minutes to finish.